Manufacturer narrative:
(B)(4). Other device used: catalog #00595404702, nexgen tm tibial component, lot #61981797. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and injury.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unk. Review of the device history records for the tibial and femoral component found no anomalies or deviations. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.